Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an oral cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the guidewire was advanced in the hepatic portal followed by the spyscope ds, it was noticed that the working channel sleeve of the spyscope ds protruded. After the light source was manipulated, the image was lost and then they stopped using the device. Reportedly, no part of the device was detached and there were no reported issues with the guidewire. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked near the distal end. As received, the working channel sleeve protruded, confirming the complaint. The tips of the protruding sleeve were frayed. Maximum protrusion was observed when the device was articulated in all directions. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming a lost image. The handle was opened. The camera wire was confirmed to be damaged. The allegation of a visualization issue was confirmed and likely due to damage to the camera wire inside of the handle. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an oral cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the guidewire was advanced in the hepatic portal followed by the spyscope ds, it was noticed that the working channel sleeve of the spyscope ds protruded. After the light source was manipulated, the image was lost and then they stopped using the device. Reportedly, no part of the device was detached and there were no reported issues with the guidewire. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.